Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the machine suddenly shut down during use and then beeped when the device was connecting with the main supply. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Event description:
It was reported that the machine suddenly shut down during use and then beeped when the device was connecting with the main supply. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The available information and the logbook were investigated at the manufacturer's site. According to the log file of the affected device, the internal battery showed signs of wear. The device reacted accordingly during the battery test prior to the event and alarmed as specified. The device was put back into operation, the user ignored the warning. At the reported time, the device turned off due to a depleted internal battery. Since the battery was worn the alarm messages "battery low" and "battery discharged" were being posted but the specified reserve of 5 minutes until battery depletion was not met. No patient health consequences have been reported. In case of mains power loss or during transport the device will be supplied from the internal battery to continue operation. The specified back-up time with a new and fully charged internal battery at typical ventilation (without gs500) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery depleted¿ are posted with progressive battery operating time. In case of sudden and complete internal battery power loss, the alarm messages ¿battery low¿ and ¿battery depleted¿ may not be posted and the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss during ventilation due to a depleted nimh battery, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. It is recommended to replace the battery. The battery should be checked for sufficient capacity frequently and the recommendation shall be followed according to the IFU. The device field quality data are monitored and assessed by the responsible product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.